Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis to repair an aortic dissection. It was planned to intentionally cover the left subclavian artery. Prior to the procedure, an axillary-axillary artery bypass from right to left was performed to secure blood perfusion to the left extremities. After deployment of the device, an intraoperative angiography showed a proximal type I endoleak. Therefore the left subclavian artery was coil embolized to repair the endoleak. A slight proximal type I endoleak remained. The physician elected to monitor the patient. It was reported that the patient lost 2,470 ml of blood during the entire procedure and therefore, a blood transfusion was performed. The blood loss is reportedly likely due to the bypass procedure, not the device implantation or the coil embolization. The patient tolerated the procedure. On (B)(6) 2010, it was confirmed that the proximal type I endoleak remained. The physician elected to monitor the patient. The aneurysm was measured 45 mm. On (B)(6) 2010, the patient was discharged. Subsequent follow-up examinations revealed that the endoleak persisted, and on (B)(6) 2011, one year follow-up examination revealed aneurysm enlargement to 51 mm due to the endoleak. The physician elected to monitor the patient. On (B)(6) 2012, two year follow-up examination revealed that the endoleak remained that the aneurysm had enlarged to 52 mm. On (B)(6) 2012, aortic arch replacement was performed to address the endoleak and aneurysm enlargement. On (B)(6) 2012, a non-gore stent graft was additionally implanted to address the endoleak and aneurysm enlargement. On (B)(6) 2013, three year follow-up examination showed that the endoleak was resolved, however the aneurysm had enlarged to 55 mm. On (B)(6) 2014, four year follow-up examination showed that the aneurysm was measured at 55 mm. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis to repair an aortic dissection. It was planned to intentionally cover the left subclavian artery. Prior to the procedure, an axillary-axillary artery bypass from right to left was performed to secure blood perfusion to the left extremities. After deployment of the device, a type ii endoleak was observed originating from the left subclavian artery. Therefore the left subclavian artery was coil embolized to repair the endoleak. It was reported that the patient lost 2,470 ml of blood during the entire procedure and therefore a blood transfusion was performed. The blood loss is reportedly likely due to the bypass procedure, not the device implantation or the coil embolization. The patient tolerated the procedure. On (B)(6) 2010, a proximal type I endoleak was discovered. The physician elected to monitor the patient. The aneurysm was measured 45 mm. On (B)(6) 2010, the patient was discharged. Subsequent follow-up examinations revealed that the endoleak persisted, and on (B)(6) 2011, one year follow-up examination revealed aneurysm enlargement to 51 mm due to the endoleak. The physician elected to monitor the patient. On (B)(6) 2012, two year follow-up examination revealed that the endoleak remained that the aneurysm had enlarged to 52 mm. On (B)(6) 2012, aortic arch replacement was performed to address the endoleak and aneurysm enlargement. On (B)(6) 2012, a non-gore stent graft was additionally implanted to address the endoleak and aneurysm enlargement. On (B)(6) 2013, three year follow-up examination showed that the endoleak was resolved, however the aneurysm had enlarged to 55 mm. On (B)(6) 2010, a non-gore stent graft was implanted to treat the type I endoleak and aneurysm enlargement. On (B)(6) 2014, four year follow-up examination showed that the aneurysm was measured at 55 mm. No further information is available.